Event description:
A us distributor returned a monitor and reported monitor delivers pulse above upper limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse above upper limit) was confirmed. The cause of this was a shorted q10 component. The root cause of the shorted q10 component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.